Event description:
Procedure: c-section. Reportedly, the rem alarm would not reset after the alarm condition occurred. While trying to reactivate the machine the pt lost 1.3 litres of blood. A second machine was brought in which worked and completed the procedure. No info has been provided about the other devices being used in this procedure such as the pencil or rem pad. No other further info is available about pt characteristics or details of the procedure outcome.